Event description:
Per the report received from spain, a 52 mm evoque valve was implanted in the tricuspid position via right femoral vein approach. During positioning, the device was advanced deeper and was reported to have likely become entangled with the antero-lateral papillary muscle. Following deployment, the valve shifted anteriorly (13 mm) and septally (5 mm), resulting in moderate anterior paravalvular leak. A valve-in-valve procedure was subsequently performed, achieving a final outcome of trace to mild tricuspid regurgitation. No patient injury was reported, and the patient remained stable.

Manufacturer narrative:
(B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.